Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a de-novo pulmonary vein isolation(pvi) ablation. Patient was treated with rhythmia for mapping and a non-boston scientific foreign impedance-based ablation catheter from the competitor for treatment. This was the third case that day with the same setup. Patient condition was good even though his ECG showed atrial fibrillation. After a cardioversion the patient had sinus rhythm. A voltage map of the left atrium including the pulmonary veins was performed with the intellamap orion under sinus rhythm and continued under atrial fibrillation. After mapping the left atrium both left pulmonary veins were ablated circumferential with the foreign impedance-based ablation catheter. Since the impedance matrix has changed due to movement a map of the right pulmonary veins was done before the ablation of both right pulmonary veins with the foreign impedance-based ablation catheter. The patient had still atrial fibrillation, so another cardioversion was done. Patient converted then to sinus rhythm. While checking the left superior pulmonary vein the old map was used since the physician didn't want to make a new map of the left atrium. After moving the intellamap orion to the left superior pulmonary vein some signals occurred anteriorly. Physician decided to ablate without doing a new map. 3-5 ablations were performed before a drop of the non-invasive blood pressure and oxygen measurement was observed. Dr. Alexander pott was called to confirm the pericardial effusion and started immediately a puncture of the pericardium. After absorbing blood from the pericardium the blood pressure improved a bit temporary, but the bleeding continued so they had to continue absorbing. While one physician was absorbing the blood from the pericardium another physician checked the isolation of the right pulmonary veins and started ablating in the area were gap signals could be seen. Since the bleeding didn't stop and got worse they stopped ablating and started to reinfuse the blood as a blood transfusion several times and made a cross-match. On the next day the boston scientific rep was called by the hospital and was informed that the patient died. Cause of death was not mentioned. It was further reported that the pericardial effusion was observed after re-ablation of the left superior pulmonary vein with a non-boston scientific ablation catheter. The intellamap orion and rhythmia mapping system were working fine with no device issues. The diagnostic catheter, sheaths, and ablation catheter were all from different manufacturers and were confirmed to not to be boston scientific products. The orion was not ruled out as the cause of the pericardial effusion.